Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip o-ring. Analysis was unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to physical damage. The insulin pump was received with operating currents and passed self test. However, detailed trace analysis confirmed power error and low battery alarms were triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace confirmed that the root cause was the non-sleep anomaly software error. The insulin pump was received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had depleted battery life. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.